Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested events were confirmed, and the device did not meet the standard specifications and function. Regarding the suggested event, "acoustic lens is damaged", (damage level; reach to the glue-layer) ¿ the root cause could not be identified. Regarding the suggested event, "insulation resistance value of the acoustic lens does not meet the standard value", it was determined that insulation resistance failure occurred because the acoustic lens was damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited damage in acoustic lens. There were no reports of patient involvement.